Event description:
It was reported difficulty was encountered deploying this biliary stent at the iliac bifurcation resulting in inadvertent deployment in the aorta. Unsuccessful retrieval was attempted with a balloon catheter. A cutdown procedure was performed and a snare was used to successfully reposition the stent at the intended implant site. The pt's condition is good. One delivery system was rec'd, evaluated and retained by this MFR. The stent remains implanted and is therefore not available for evaluation. The engineering evaluation indicated the shaft of the delivery system was returned in three pieces. The shaft was cut 2 centimeters from the strain relief. The cut off shaft was also cut into two pieces with the distal segment measuring 45 centimeters and the proximal segment measuring 30 centimeters. A kink was located at the strain relief. The teflon sheath was accordioned from 7.8 to 9.6 centimeters from the distal tip. No damage was noted to the sheath bump. Evaluation of the handle indicated the trigger teeth were damaged and the rack tab was 100% retracted. This device was used in an non-indicated procedure, iliac stent placement. Co's follow up revealed difficulty was encountered deploying the stent and an attempt to retract the partially deployed stent into the delivery system resulted in inadvertent deployment in the aorta. It was also indicated that the delivery system may have caught on calcification causing the deployment difficulty. This device displayed characteristics consistent with exertion against resistance, a kinked strain relief and an accordioned teflon sheath. Co believes user technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm... If the stent is 50% deployed or less, the delivery system can be pulled back slightly to optimize its final position. The stent cannot be repositioned distally... The stent cannot be repositioned if it is more than 50% deployed".